Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pericardiocentesis catheter could not be inserted over the wire during an emergent case (tamponade). No patient harm or injury was reported.

Manufacturer narrative:
Because the unit was not returned, the root cause could not be determined. The complaint was unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.